Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during post implant check up, a decrease in the pacing impedance and an increase in the capture threshold were noted. Possible clavicular crush was observed. When repositioning was unsuccessful the lead was explanted.